Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 36 and 48 hours. In addition the pod failed to adhere and reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The device was received with a crack in the bottom housing. All attempts to retrieve the data from the pod were unsuccessful due to corrosion on the pcb assembly and the battery voltages were measured to be lower than expected. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the fluid path. It could not be determined when or how the crack in the bottom housing occurred or if it allowed for fluid to leak inside the pod. The exact cause of the crack and corrosion could not be determined. Investigation also noted impact marks on the underside of the top housing and on the piezo element which lined up with damages observed on the mechanism rails, indicating that these damages occurred post use.